Event description:
The duett sealing device was deployed following a ptca/stent gamma procedure (via an 8f sheath). The pt had a diagnostic catheterization procedure the preceding day involving multiple sticks. Thirty (30 min) post-procedure, the pt had decreased blood pressure and pain in the right lower quadrant. Blood work was done, and an abdominal CT and ultrasound were ordered. No add'l pressure was applied to the access site. All reports were positive for bleeding in the abdomen. The pt went to surgery in the morning in 2000 for surgical repair of a retroperitoneal bleed. The pt also received 4 units of blood. No add'l complications were noted. The pt remained hospitalized due to other medical conditions (e.g. Renal failure) and was discharged almost one week later.